Event description:
It was reported that the right ventricular (rv) lead pace impedance was high, out-of-range at 2200 ohms. The rv impedance began to slowly rise starting in (B)(6) 2021, and a lead safety switch (lss) occurred in (B)(6) 2021. The device and leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead pace impedance was high, out-of-range at 2200 ohms. The rv impedance began to slowly rise starting in (B)(6) 2021, and a lead safety switch (lss) occurred in (B)(6) 2021. The device and leads remain in service. No adverse patient effects were reported. Additional information was received indicating the device was explanted due to normal battery depletion and the rv lead was surgically abandoned due to a product performance issue. Both the device and rv lead were replaced. No additional adverse patient effects were reported.